Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the communication failure occurred because critical services on the production server were stopped, causing all pyxis devices to enter critical override (co) mode. The technical support specialist (tss) accessed the server, ran diagnostic queries, and restarted bd data synchronization and bd maintenance services. After restarting, the stations were checked in health sight viewer (hsv), and errors began clearing. The customer was informed that the issue was resolved. Coordination with hospital information technology (hit) confirmed no site-level issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had communication issue affecting multiple device and which were in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.